Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncontrollable bleeding. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s918u1ues6cyb3 smartphone hardware: sm-s918u1 cgm sensor type: g7.

Event description:
It was reported by the patient that the patient site was bleeding uncontrollable due to the pod. According to the patient, when removing the pod the site would bleed so much that it would leave a puddle of blood on the floor. The patient did not go to the hospital due to the event but later on went to the hospital to see if they had some type of bleeding issue. Once at the ER (emergency room) when the doctors removed the pod there was no bleeding on the site.